Event description:
The user facility reported that during a patient procedure which included use of a trufreeze console, an area of possible perforation was noted. Precautionary clips were applied to the surgical site and a nasogastric tube was inserted. The patient was admitted for observation and was later discharged.

Manufacturer narrative:
Through follow-up with user facility personnel, steris endoscopy learned that post-procedure a chest x-ray and barium esophagram were performed which disclosed no esophageal leaks. The instructions for use for the trufreeze system states "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." The log file of the trufreeze console subject of the event was reviewed and there were no abnormalities observed. A steris endoscopy clinical specialist offered in-service training however, the user facility declined. No additional issues have been reported.